Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause of peritonitis was unknown. One day after onset, the patient began treatment with ceftazidime 1 gram daily (qd) and cefazolin 1 gram (qd). At the time of this report the event of peritonitis was resolved and hospitalization was ongoing. Pd therapy remained ongoing. No additional information is available.